Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had previously exhibited oversensing of noise and a high out of rang pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. The crt-d is currently programmed vvir. Review of device memory noted a signal artifact monitor episode, which disabled the minute ventilation sensor back in (B)(6) 2024, also the accelerometer was noted to be on passive mode, which meant the patient could only be paced at 70 beats per minute. Therapy had been programmed off and then reactivated a few days later and the field and inquiring if the patient had some sort of medical intervention, then. High thresholds and noise were also noted on the right ventricular channel around this time in november as well. A general changeout procedure is being planned, however the crt-d remains in service. No additional adverse patient effects were reported.